Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant of an implantable pulse generator (ipg) redness of the device pocket and infection were confirmed. It was also reported the ipg eroded through the skin surface. The pacing system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was implanted with a leadless implantable pulse generator (ipg). It was noted the patient was given antibiotic treatment. The systemic infection of (B)(6) persisted, poor nutritional status and respiratory failure was continued and deteriorated after the procedure and the patient expired. The cause of death was noted as carbon dioxide (co2) narcosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.